Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated calcium result was obtained on a patient sample on the dimension xpand plus with hm instrument. Quality controls (qc) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced lamp, measurement cable, photometer belt, reagent 1 (r1) ultrasonic, reagent 2 (r2) probe, r1 drain, waste tubing, sample arm, conduit, sample tubing, sample drain, and sample probe cleaner; cleaned r1 drain; aligned all probes and photometer; removed reagent tray shim; realigned all probes; recalibrated calcium assay; and ran quality control (qc), calibration, and system check, which recovered acceptably. The cause of discordant, falsely elevated calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on a patient sample on a dimension xpand plus with hm instrument. The initial result was reported to the physician(s). The sample was repeated on a different instrument at a different facility, resulting lower. The repeat result was reported (as the correct result) to the physician(s). Reference range for the other instrument provided by the customer is 8.6-10.3 mg/dl. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.

Manufacturer narrative:
Siemens filled initial MDR 2517506-2020-00028 on 22-jan-2020. Additional information (27-jan-2020): in a subsequent visit, a siemens customer service engineer (cse) replaced optical filters, assembly motor stepping module, and filter wheel and monitored the quality control and calibration performance. Siemens further investigated and determined that maintenance actions performed by the cse resolved the issue of discordant, falsely elevated calcium result. The instrument is performing according to specifications. No further evaluation of this device is required.